Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 16965, were returned and analyzed. The data files showed at least 12 applications were performed with the returned balloon catheter without any issues or system notices on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. During the performance test, system notice (B)(4)¿ the safety system has detected fluid in the catheter and stopped the injection¿ was triggered when the catheter was connected to the console. Dissection / pressure testing showed the material crack on the guide wire lumen. There was a kink and breach 0.87 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.